Event description:
A report was received 2002 that a dr had implanted a memorylens in a pt's eye in 2000, which lens has opacified. At exam in 2002 the pt's visual acuity was 1/10 os. The pt has a pre-existinig medical record of diabetes and glaucoma. The lens was explanted and replaced. The dr reported that there were no surgical complications during the lens exchange, and his prognosis for the pt was marked as "excellent."